Event description:
Boston scientific received information that this device was exhibiting an error code of voltage too low via the patient's home monitoring system. Boston scientific technical services (ts) was consulted and suggested that the device battery had depleted and the device should be explanted as soon as possible. The patient was brought in, and the device was explanted and replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This device has been returned and is currently in analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. The measured current drain was not as expected. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.